Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for te initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the device was received and evaluated. Visual observations revealed that the distal tip of the shaft driver was broken. In addition, the handle had marks of wear condition. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The possible root cause for the reported failure can be attributed to exerting too much pressure on the device while using at an off angle. No additional information was provided to support the investigation; therefore, other than this possibility of occurrence, we cannot determine a specific root cause for this issue. As per IFU, using dull drills or taps can result possible breakage of the instrument during use. Do not force the drill or tap, this may cause breakage. Also, it is necessary to visually inspect the instrument and check for damage and wear and the cutting edges should be free of nicks and have a continuous edge. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). The lot number was unknown. D4, g1, h4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an unknown procedure on (B)(6) 2023, it was observed that the head on the 2.5mm driver device broke off while a screw was being tightened. The procedure was completed as it was while all pieces of the broken head of hex were retrieved. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves x (x) devices.